Event description:
A balloon ruptured during the first inflation at an unknown pressure during an iliac angioplasty of a calcified lesion. Difficulty was encountered during withdrawal of the balloon catheter resulting in detachment of the balloon material in the pt. The pt was transferred to surgery for bypass surgery and incidental retrieval of the balloon material. Follow up indicated the pt would have gone to surgery regardless of the angioplasty results. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the distal portion of the balloon and tip extrusion detached and were not returned for eval. The area of separation was flared. The balloon was torn circumferentially with jagged edges. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used on a calcified lesion which co believes contributed to this event and do not attibute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...it is essential that the inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product..if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessal."